Manufacturer narrative:
The user-reported issue was not confirmed. Zyno medical performed the investigation testing on two cases of the unused administration sets from the same lot on 09/18/2017. The user-reported leaking issue was not duplicated and no physical damage was found for all sets tested.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00121).

Manufacturer narrative:
The affected IV set was not saved by the user. The manufacturer is currently waiting for unopened IV sets with the same lot # from the user to initiate the investigation. A quality alert has been sent to the contract supplier on (B)(6) 2017.

Event description:
The user reported an IV set leaking issue. "We have received complaints from several different facilities all claiming that lot number 16087216 for tpn (total parenteral nutrition) tubing (b2-70071-df-120) is leaking and cannot be used. Patients weren't harmed aside from being uncomfortable, nurse would leave and come back later to find them soaked from where the tubing was leaking. They were unable to pinpoint where the leak was coming from, but it was very fast and they wasted a lot of tpn."